Manufacturer narrative:
Based on the review of the x- ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, an x-ray examination revealed externalized conductors of the riata lead. No intervention was performed at this time, the patient will be monitored and was stable.